Manufacturer narrative:
Submit date: 11/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a minor kit. The customer states the raytec was found to be fraying. It was removed from the field before patient contact.